Manufacturer narrative:
The reported field event of capture and impedance anomalies were confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture and high, out of range defibrillation impedance. The device was explanted and replaced. The patient was stable.

Event description:
New information received notes that the device exhibited high capture threshold.